Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery ((B)(6) 2020) was performed for an unknown reason. The surgeon removed the stem and the head. No more information available at the moment

Manufacturer narrative:
H3, h6: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. According to clinical/medical investigation, based on the limited information provided, the clinical root cause of the first revision ((B)(4)) could not be concluded. The 2nd revision was reportedly due to pain and heterotopic ossification, which is supported by the x-ray image ((B)(4)). The patient impact beyond the reported pain, ossification and two revisions, could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. As device information was not made available, device history record , risk management review and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.